Event description:
Reporter indicated that a vns patient was experiencing a significant increase in seizures. It is unk if the increase in seizures is above, below, or at previous baseline. Follow up with the site revealed that the pt is at the "horrible puberty age" which could be contributing to the seizure increase. The physician indicated the vns device is "fine," though the specific results of diagnostics were not provided. The physician changed medication for the pt to address the increase in seizures. Good faith attempts for additional information have been unsuccessful to date.